Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was showing signs of right heart failure. A tee and x-ray were performed where tapenade and bend relief dislodgement were confirmed. It is believed that pericardial effusion led to tapenade and worsening right ventricular failure with pressure leading to bend relief dislodgement. The pt was returned to the operating room where the tapenade was fixed and the bend relief was attached to the elbow with suture.